Event description:
The customer reported that the ventilator failed with primary alarm failed error. The field service engineer evaluated the unit and found back-up alarm failed error in the log not primary alarm failed. The customer reported that the unit was in use on patient, but there was no patient harm reported.

Manufacturer narrative:
Failure analysis on the returned cpu board shows that the customer reported problem of back-up alarm failed was not duplicated. No problem found with this cpu board.